Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report a skin reaction that occurred on (B)(6) 2016. The sensor was inserted at the arm on (B)(6) 2015. Patient's mother described the skin reaction as a red and puffy, marble sized abscess with yellow pus where the adhesive touches the skin. Patient's mother initially took the patient to urgent care on (B)(6) 2016, for the reported skin reaction. The physician prescribed augmentin for treatment of the reported skin reaction. It was further reported that the patient was seen by his primary care physician (pcp) on (B)(6) 2016. Patient's pcp prescribed clindamycin and bactrim for additional treatment for the reported skin reaction. At the time of contact, patient's mother reported current condition of patient as "good". No additional event or patient information is available. It should be noted that the dexcom g5 mobile continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration). Additionally, it was reported that the sensor was inserted at the arm. It should be noted that the dexcom g5 mobile continuous glucose monitoring system users guide states: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.